Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. Consumer reported pain redness and irritation after inserting her right lens. While removing the lens, the consumer reported difficulty removing the lens and felt she scratched her eye. Patient visited the emergency department and was diagnosed with a medium corneal abrasion and treated with erythromycin 0.5% ointment. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. The abrasion was likely related to the lens removal associated with the symptoms. A doctor that saw the patient after the event indicated there was no residual scar or permanent loss of vision. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported pain redness and irritation after inserting her right lens. While removing the lens, the consumer reported difficulty removing the lens and felt she scratched her eye. Patient visited the emergency department and was diagnosed with a medium corneal abrasion and treated with erythromycin 0.5% ointment. A couple months later patient was seen by an optometrist. The doctor was unaware that the patient was seen at the medical center for this event. The doctor did not observe a corneal abrasion and stated that there is no relation between her visit and the incident that occurred in (B)(6). The doctor reported that the injury did not penetrate bowman''s membrane, there is no residual scar or permanent decrease in visual acuity. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.